Manufacturer narrative:
The customer¿s reported experience with keypad failures was confirmed on the 6 received pump modules. All received pump modules exhibited signs of fluid ingress in the layers of the keypad assembly, within the door, and within the bezel and pumping mechanisms. Through lab testing it was found that the fluid residue remaining under the key domes acts as an insulator and causes the keys to fail. While pump module s/n: (B)(4) did exhibit fluid residue on its keypad circuitry, there was not enough residue under the key domes to cause a failure. It was found that pump module s/n: (B)(4) intermittently failed due to a cracked ground trace on the keypad cable. Because of the amount of residue within each pump module keypad and door assembly, the entry point(s) of the fluid ingress could not be ascertained during this investigation. Fir# (B)(4) was opened to investigate fluid ingress of the lvp keypad and door assemblies, as well as the discoloration of the lvp keypad cables a review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported keypad problems were observed during pm biomed testing which resulted device door failures requiring repairs on approximately 50 devices. The customer stated there were a higher number of failures than expected. No patient involvement was reported.